Manufacturer narrative:
2 photos were received and analyzed by our quality team with the customer's complaint of tubing coming apart. The photos were not of high quality but the second photo was enough to verify the separation. The tubing appears to be torn/ separated at the upper silicone pump segment of tubing. The root cause of this issue is unknown without the physical sample for investigation. A device history record review could not be performed because a lot number was not provided by the customer.

Event description:
Photos.

Event description:
It was reported that bd alaris smartsite pump infusion set was damaged the following information was received by the initial reporter with the following verbatim it was reported by customer that the tubing snap and broke.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed